Manufacturer narrative:
Microscopic examination of the two portions of the returned sample confirmed jagged edges in the area where they were separated which demonstrates stess to the catheter. No other type of damage was observed. No change in texture or loss of subtleness was noted. Conclusion: based on the results of the evaluation, the quality engineer could not determine the actual cause of this incident, but concludes that stress to the catheter was a contributing factor in this incident. PICC catheters are 100 percent pressure tested for leakage and a pull test is performed per the specifications to ensure catheter strength and integrity prior to acceptance.

Event description:
The PICC line broke off inside the patient. Approximately 9mm of catheter tubing extends from the nose of the oval disc. The nurse stated that the patient was moving around alot resulting in the catheter breaking. The catheter was removed by pulling it out. Another line was placed in the patient. This incident resulted in no harm to the patient.